Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. It was stated that the customer was alleging possible insulin pump under delivery because insulin pump had a cosmetic damage. It was reported that the customer experienced high blood glucose and treated with the insulin pump. Medtronic labelled on the insulin pump was discolored almost like there was a burn on the insulin pump. It was stated that the drive support cap was appeared normal. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed, self test, a21 error test. However, device received no delivery alarm during occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify possible under delivery anomaly due to no delivery alarm. Device had stained end cap sticker (no burnt) noted. The test reservoir locked in place properly and no anomaly noted.